Manufacturer narrative:
The reagent lot number is 77229101 with an expiration date of 30-apr-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 test system results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 16.1 mg/dl. The repeated result was 78 mg/dl. The questionable result was reported outside the laboratory. The sample was repeated because the initial low result was noticed on a report that the customer runs hourly. The repeated result was obtained on another module and was believed to be correct.

Manufacturer narrative:
The calibration and qc were acceptable. The field service representative found a hole in a tube. The tubing was replaced. Successful tests and calibration were performed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.